Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited an increased capture threshold, high pacing impedance and noise over-sensing. The high pacing impedance had previously been identified at another facility. Due to the elevated capture threshold, the device was programmed to vdd mode. The ra lead was subsequently capped and replaced on (B)(6) 2026. The patient remained stable before, during and after the procedure.